Event description:
It was reported that a 2-year-old patient was too large for neonatal arctic gel pad and too small for universal pad on the arctic sun device. Nurses used an adult patient leg pad. Target temperature was 36c, patient temperature was 34.5c, water temperature was 29c and flow rate was 0.4lpm. They were wondering if the pad was the reason the device was not warming the patient. Mss confirmed and explained that the flow rate was the reason the heater was not enabling therefore warming the patient. Mss advised them to have the nurses attach the three other arctic gel pads from the adult set and lay to the side so that the device had sufficient flow rate and made sure all lines were straight with no bends or kinks. Physician stated they were always using warming blankets and wants to make sure that would not affect the device. Nurse noted the device ran off the patient temperature input from the probe and utilizing warming blankets or bair huggers was not contraindicated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device were unknown. Therefore, bd was unable to determine the associated labeling to review. The device was not returned.

Event description:
It was reported that a 2-year-old patient was too large for neonatal arctic gel pad and too small for universal pad on the arctic sun device. Nurses used an adult patient leg pad. Target temperature was 36c, patient temperature was 34.5c, water temperature was 29c and flow rate was 0.4lpm. They were wondering if the pad was the reason the device was not warming the patient. Mss confirmed and explained that the flow rate was the reason the heater was not enabling, therefore warming the patient. Mss advised them to have the nurses attach the three other arctic gel pads from the adult set and lay to the side so that the device had sufficient flow rate and made sure all lines were straight with no bends or kinks. Physician stated they were always using warming blankets and wants to make sure that would not affect the device. The nurse noted the device ran off the patient temperature input from the probe, and utilizing warming blankets or bair huggers was not contraindicated.

Event description:
It was reported that a 2-year-old patient was too large for neonatal arctic gel pad and too small for universal pad on the arctic sun device. Nurses used an adult patient leg pad. Target temperature was 36c, patient temperature was 34.5c, water temperature was 29c and flow rate was 0.4lpm. They were wondering if the pad was the reason the device was not warming the patient. Mss confirmed and explained that the flow rate was the reason the heater was not enabling, therefore warming the patient. Mss advised them to have the nurses attach the three other arctic gel pads from the adult set and lay to the side so that the device had sufficient flow rate and made sure all lines were straight with no bends or kinks. Physician stated they were always using warming blankets and wants to make sure that would not affect the device. The nurse noted the device ran off the patient temperature input from the probe, and utilizing warming blankets or bair huggers was not contraindicated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text: the device was not returned.